Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the pump flip was confirmed during a refill, when the refill port could not be located. The pump was visually seen flipping. It was unknown if there was a suture/securing issue, and the intervention was completed. In addition to relocating the pump to the patient's left side, a mesh pouch was used to secure the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2017 the patient was taken in for a revision to secure the pump as the pump was flipping in the pocket. During the surgery, the physician decided that the best way to secure the pump was to reposition it to the left side of the patient¿s body. The old catheter was removed and a new catheter was used to facilitate the relocation of the pump. There were no issues. The catheter aspirated easily before the move and aspirated easily after the move. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
(B)(4) no longer applies, and conclusion code no longer applies.

Event description:
Additional information was provided by the patient via the manufacturer's representative. It was unknown when the pump flipping was first noted. It was unknown what troubleshooting had been performed related to the pump flipping beyond what was previously reported. The cause of the pump flipping was unknown. It was also reported that on (B)(6) 2017, two days after the revision, the patient had trouble getting a bolus, and the poor communication icon was seen on the patient's personal therapy manager (ptm). It was stated that patient still had swelling and redness over the pump from the revision which could be contributing to the poor communication screen on the ptm. It was also reported that the ptm battery door would not stay closed. The call was transferred to repair. No patient symptoms were reported related to the ptm issues.